Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose and had moderate ketones. Customer stated he suspended the insulin pump and that was the reason it was high. Customer declined to be transferred to helpline. No further information provided.